Event description:
New information received notes that extracardiac stimulation was noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented at the hospital. The patient's right atrial (ra) lead was noted to have no capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was in a stable condition.